Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Additional info: manufacturing date - the manufacturing site reported that the manufacturing date for the device is february 17, 2012.

Manufacturer narrative:
Manufacturing date: year: 2012. (B)(4). Field service specialist (fss) visited the account and performed autocorrelation. Fss adjusted pulse width to average. System is cutting at a lower energy and gels. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during treatment and while laser was firing on a hyperopic patient it appeared as if a 2mm area was left untreated. Surgeon elected to lift the flap and was able to dissect around the area of concern and complete the excimer treatment with no patient harm. It was noted the epithelium was loose and a bandage contact lens was placed following the procedure. No cone was saved.